Event description:
It was reported that the versajet maintenance light came on and the device wont work. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation. A relationship between the reported event and device could be established. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and showed the system fault indicator illuminated. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint history review found other related failures. The root cause is determined to be defective electrical component. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for adverse trends related to this product.